Event description:
Reporter stated that the piston rod, in the patient's device, would not retract. No error messages were generated by the device. Patient's blood glucose was not affected and no treatment was received.